Manufacturer narrative:
The device was not returned for evaluation. A 12-month service history and event history/alarm logs were reviewed, and no similar event was indicated. The research and development engineering acquired a copy of the mednet event/alarm log (eal) report covering the period surrounding the reported incident. A scan of the eal report found infusions of cyclophosphamide only occurring on (B)(6). As nov 08 was the indicated date, engineering analyzed the eal report for (B)(6), 2022 beginning with the cyclophosphamide infusion. Engineering summarizes: no ¿proximal occlusion alarms¿ (as reported by the customer) were observed in the eal report which covered (B)(6), 2022, however, there were two distal air alarms on (B)(6) in relation to the infusions of ¿cyclophosphamide¿ & ¿hydration¿, the volume to be infused (vtbi) for the ¿cyclophosphamide¿ infusion was 277 ml which conflicts with the customer report of vtbi set to 250 ml and expectation of 27 ml remaining in bag. The distal air alarms for ¿cyclophosphamide¿ occurred after delivery of 262.7 ml which is 14.3 ml less than the programmed vtbi of 277 ml. The pump delivered medication accurately to within 0.8% or better (designed delivery accuracy tolerance is +/-5.0%). Engineering calculates and notes that, for 0.100¿ ID standard tubing, 3 inches (the customer reported about of air past the cassette) equivalent to approx 0.4 ml of fluid or air. Further, when infusing at a rate of 277 ml/hr, 0.4 ml (2 inches in the tubing) will infuse in about 5 sec. With respect to the unreported but observed distal air alarm during the ¿hydration¿ infusion, engineering evaluates this instance was likely a correct detection of air bubbles in the fluid. With respect to the reported air past cassette during the ¿cyclophosphamide¿ infusion, engineering evaluates that the report is consistent with the logged data. Engineering further evaluates that the infusion was likely programmed for more volume than was present in the bag and that the pump¿s air detection sensors failed to detect air immediately (they detected air after a delay of about 5 sec). The customer¿s complaint is confirmed. Note: prior to receiving this complaint from (B)(6) hospital, ICU medical had received similar complaints (including (B)(4) from (B)(6) and (B)(4)on 09/17/2020 from (B)(6) medical center) reporting undetected distal air. In conjunction with these prior complaints, san diego r&d engineering performed extensive testing of over 4500 over-programmed (dry bag) infusion scenarios using multiple devices, fluids and cassettes at a variety of infusion rates (2999 at high rates of 750 ml/hr or above). The reported event was replicated during dry-bag, high-rate infusions of 750 ml/hr or above (1.1% of the time) but was never replicated during dry-bag, lower rate infusions (under 750 ml/hr). Medical has reported that good clinical practice is to program the pump for the known or closely estimated bag volume using the programmed vtbi in conjunction with air in line sensors to manage delivery of medication and prevent air being introduced into the fluid pathway. The probable cause is partial droplets forming in the air in line sensors and producing false fluid readings when the clinician significantly (by 50 ml in this instance) overprogrammed the bag volume while running the bag dry at a high infusion rate. Post market risk assessment (rm0000935) was performed to evaluate the product risk profile as a result of the complaint investigations and concluded that ¿the foreseeable risk to patients and health care providers is minimal and the benefits of the continued use of plum 360 is greater than the risks associated with this issue¿. Also noted that there are two primary mitigations currently in place: 1) the system provides redundant air detection at both proximal and distal lines which helps in case there is a stuck droplet impacting one of the sensors, the other is still available to detect air. 2) the administration set provides the capability to trap air greater than the amount required to trigger an air alarm. Which in case the air detection mechanisms do fail, it would help to remove air that entered the fluid path. Sd tested and found, as an additional optional mitigation, that ICU medical¿s air elimination filter, when added to the delivery set, successfully prevented air from being delivered to the patient.

Event description:
The event involved a plum 360 where it was reported there was air in line without an air in line alarm. A patient was receiving cyclophosphamide infusion and the pump alarmed ¿proximal occlusion¿. The registered nurse from chairside noted air 3 inches below cassette in line. The cyclophosphamide for 1520 mg/277.6 ml to run at 277.6 ml/hr from 1655-1754 and volume to be infused (vtbi) of 250ml. There was no air that was infused into the patient due to it being caught prior to reaching the patient. The patient had no change in status following the event. There was no air eliminating filter used, in addition there was no chemotherapy spill. The pump had been delivering for an hour before the event was noted and that the set was primed. The expected fluid/medication that was expected to be left in the container was 27ml. A total of 227ml of medication was delivered to the patient in the reported timeframe. The pump was pulled from service. There was patient involvement but no harm and no delay in therapy.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted. Uf/importer report #: (B)(4).